Manufacturer narrative:
Customer service sent the customer 30mm breast shields and replacement valves and membranes. In follow up with the customer, she indicated that she is not currently using the pump but is getting ready to use her pump for her second child (due in approx. 2 weeks) and called because she was concerned about having the same experience that she had with the pump with her first child. When using the pump with her first child (2 years ago), she was not educated on pumping and she was using the 24mm breast shields and pumping on the maximum suction level to get as much milk out as possible. Her skin was ripping off and when her baby was approximately 3 months old, she ended up developing both thrush and mastitis and her baby also developed thrush. She was diagnosed by a physician and both her and the baby were prescribed antibiotics. She continued pumping with the too small shields, but she started backing the vacuum level down so, even though it was still painful, it wasn't ripping her skin off and it was tolerable. She stopped breast feeding and pumping when her baby was 11 (B)(6). "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis and thrush. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues.

Event description:
The customer called customer service to purchase new accessories for a baby that is due in (B)(6) 2012. During the call, the customer indicated that while pumping for her first baby, who is now (B)(6), that her skin was ripped off and she developed thrush and mastitis for which she received antibiotic treatment.